Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 500 mg/dl and 200 mg/dl. The test strips are currently expired. The caller is unsure of when the customer received the results and stated the blood glucose results could have been before the strips were expired. No adverse event reported. Return of the suspect device was requested for evaluation.